Event description:
Paramedics were atending to a pt, condition unk. Allegedly during a synchronized cardioversion attempt, the device would not discharge. It was reported that after several attempts, the unit discharged; however, the operator reported seeing an arc coming from under the sternum paddle. There were no adverse effects to the pt reported as a result of the alleged malfunction.